Manufacturer narrative:
The insulin pump had no button response due to a flattened escape and act button dome switch. No grinding noise could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that when she goes through the fill tubing process the insulin pump stops and the customer hears a grinding noise. Customer also mentioned that the act button on the insulin pump was difficult to press. Customer stated that her blood glucose readings in the morning were 138 mg/dl, however, the insulin pump read 60 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.